Event description:
It was reported that during a low anterior resection, the device fired malformed staples and did not cut the tissue. The surgeon cut the tissue to remove the device. Case was completed with a new instrument. There was no pt consequence.